Event description:
Five (5) discordant falsely depressed sodium (na) patient sample results were obtained on a dimension exl w/lm stm system. The discordant results were reported to the physician(s). The same samples were reprocessed on the same dimension system and higher results, considered correct, were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding five (5) falsely depressed sodium (na) patient sample results obtained on a dimension® exl¿ with lm integrated chemistry system and sample transfer module. Siemens is investigating the event.

Manufacturer narrative:
Additional information (12-jul-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. The customer performed maintenance that was part of normal troubleshooting. The customer adjusted the dilution factor and processed quality control which was within laboratory acceptance range after maintenance. Repeat of the same samples yielded expected results. A potential product problem was not identified with the sodium assay or the dimension exl with lm system and sample transfer module. The cause of the event is unknown. The instrument is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00178 was filed 11-jul-2022.